Event description:
It was reported that during a supply change, the user observed insulin pooling on the table originating from the connector while attempting to deliver approximately 70 units, and customer care provided guidance to rewind and restart the setup; the leak was attributed to an unsecured connector, and after tightening, the user successfully primed the tubing and observed drops with no alerts or alarms and no effect on blood glucose. Symptoms included no reported clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user-related connection not fully tightened resulting in leakage, resolved by correct assembly and priming. It was concluded that the device functioned as designed once properly connected and that the event was attributable to user handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.